Event description:
It was reported that the nurse was trying to connect patient out cable to the philips monitor. It plugged into the monitor, but patient temperature was not displaying in an arctic sun device. Nurse was not sure if they should call philips to troubleshoot. Confirmed they were using the black temperature out cable. It was plugged into the temperature out port on back of machine. Explained it might be something they need to enable on the philips monitor. Suggested they also try another temperature out cable to ensure it was not a cable issue if they were still having trouble. Per follow up information received via task on 06may2026, spoke with nurse who confirmed a faulty cable was identified. They used a cable from another device and the temperature displayed on the monitor. The cable was disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.